Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. No battery out limit alarms were noted. The insulin pump received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive and displacement test.